Manufacturer narrative:
(B)(4).

Event description:
A catheter problem was reported. The catheter had dislodged from intrathecal space and was replaced. Intraoperatively the physician reported that the catheter was disconnected from the pin connector on the proximal end. The pt's catheter was replaced and no symptoms or clinical issues were reported. The drug infused was 500 concn lioresal. On (B)(6) 2011, pt was reported as doing fine.